Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open lung resection, upon transecting lung, the staples/blade only advanced part way. There was no issue with staple line that did fire, only that it did not fire the entire length. Another reload was used to complete the case. There was no patient injury.